Event description:
It was reported the procedure was to treat a tortuous and calcified lesion in the anterior descending branch. Resistance was met with the anatomy during advancement of the 2.75x15mm rx trek balloon dilatation catheter (bdc) and the shaft broke; however was not in two pieces. The device was simply withdrawn. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter (bdc) interacted with the patient¿s anatomy during advancement, resulting in the reported failure to advance. Manipulation of the bdc, when resistance was met, likely contributed to the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.